Event description:
This pt had a left total hip arthroplasty in 1992. He has good results since that time but now presents with a six month history of increasing pain, as well as "shifting" of his left hip. X-rays are consistent with loosening of both acetabular and femoral components. All components were removed and replaced. Intraoperative cultures were negative got growth. Addendum 2/22/1999: this pt's original surgery was in 1987 with a revision of the left total knee arthroplasty in 1992. He presented in 12/1998 for a subsequent revision of the left total knee.